Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a knee revision procedure approximately four years post implantation due to wear instability and wear of the polyethylene bearing. The bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned photos exhibit that the bearings were damaged along the rim edge. There were few stains seen on the surface of the bearing which is probably the blood stain. The product was not returned back for evaluation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.